Event description:
It was reported that there was an over infusion of furosemide 250 mg. The ordered rate of the furosemide was 2ml/hr. The infusion was setup using the guardrails system and a second rate check was performed. Approximately 10 minutes later, the machine started beeping and it was noticed that the syringe was empty. Although there was no harm to the patient reported, it was noted that there was increased monitoring and observation.

Manufacturer narrative:
The customer¿s report of an overinfusion of furosemide 250 mg at the ordered rate of 2 ml/hr could not be confirmed or replicated during this investigation. The syringe module was the only device returned. The detailed associated pcu event log was not received for evaluation. A review of the available syringe module event log prior to the reported event date and time of (B)(6) 2020 and 5:45 am shows from 5:12 am - 5:13 am of the reported event date, an unknown drug was programmed to infuse from a bd 50 syringe (volume= 51.1323 ml) for a rate of 102.265 ml/h and vtbi of 51.1323 ml (infusion calculated to be for 30 minutes). The infusion completed as expected at 5:43 am. Two minutes later, the device's channel off key was pressed. The syringe module¿s next activity date was noted as weeks later on (B)(6) 2021 with the same pcu; however no further infusions were performed. Prior infusion rates programmed were noted as 2 ml/hr and 4 ml/hr. The probable cause for the noticeably increased infusion rate is due to a user programming error. The inspection and testing process performed on the syringe module found no existing malfunctions related to the reported issue. The device was being used for treatment. The probable root cause of the customer¿s report of an overinfusion of furosemide 250 mg at the ordered rate of 2 ml/hr was due to a user programming issue. A review of the log around the reported incident date and time instead shows an ordered rate of 102.265 ml/hr. Sample inspection: the inspection process performed on syringe module s/n (B)(6) found it to be in good condition. Log analysis results: the detailed pcu event log was not received for evaluation. A review of the available syringe module s/n (B)(6) event log prior to the reported event date and time of (B)(6) 2020 at 5:45 am shows the device was attached to a prior powered on pcu (s/n (B)(6)) on (B)(6) 2020 7:24:01 pm as channel a. The activity throughout the time until the reported event time shows the following infusion rates of 2 ml/hr and 4 ml/hr were programmed. From 5:12 am - 5:13 am of the reported event date, an unknown drug was programmed to infuse from a bd 50 syringe (volume= 51.1323 ml) for a rate of 102.265 ml/h and vtbi of 51.1323 ml (infusion calculated to be for 30 minutes). The infusion completed as expected at 5:43 am. Two minutes later, the device's channel off key was pressed. The syringe module¿s next activity date was noted as (B)(6) 2021 with the same pcu; however no further infusions were performed. Test results: functional testing was performed with the received syringe module s/n (B)(6), lab pcu, and a lab bd 50 ml syringe. An infusion was programmed approximately based around the infusion parameters around the reported event date and time. The infusion completed with no anomalies observed. Additional testing performed using asm v9.8.1 barrel clamp accuracy, plunger force accuracy, and plunger position accuracy confirmed the source syringe module¿s functional accuracy was within specifications. Test methods: n/a. Device history review: a review of the pcu device history record showed the device had a manufacture date of 07/25/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the syringe module device history record showed the device had a manufacture date of 07/08/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The customers report of an overinfusion of furosemide 250 mg at the ordered rate of 2 ml/hr could not be confirmed or replicated during this investigation. The syringe module was the only device returned. The detailed associated pcu event log was not received for evaluation. A review of the available syringe module event log prior to the reported event date and time of (B)(6) 2020 and 5:45 am shows from 5:12 am - 5:13 am of the reported event date, an unknown drug was programmed to infuse from a bd 50 syringe (volume= 51.1323 ml) for a rate of 102.265 ml/h and vtbi of 51.1323 ml (infusion calculated to be for 30 minutes). The infusion completed as expected at 5:43 am. Two minutes later, the device's channel off key was pressed. The syringe modules next activity date was noted as weeks later on (B)(6) 2021 with the same pcu; however no further infusions were performed. Prior infusion rates programmed were noted as 2 ml/hr and 4 ml/hr. The probable cause for the noticeably increased infusion rate is due to a user programming error. The inspection and testing process performed on the syringe module found no existing malfunctions related to the reported issue. The device was being used for treatment. The probable root cause of the customers report of an overinfusion of furosemide 250 mg at the ordered rate of 2 ml/hr was due to a user programming issue. A review of the log around the reported incident date and time instead shows an ordered rate of 102.265 ml/hr. Sample inspection: the inspection process performed on syringe module s/n (B)(4) found it to be in good condition. Log analysis results: the detailed pcu event log was not received for evaluation. A review of the available syringe module s/n (B)(4) event log prior to the reported event date and time of (B)(6) 2020 at 5:45 am shows the device was attached to a prior powered on pcu (s/n (B)(4)) on (B)(6) 2020 7:24:01 pm as channel a. The activity throughout the time until the reported event time shows the following infusion rates of 2 ml/hr and 4 ml/hr were programmed. From 5:12 am - 5:13 am of the reported event date, an unknown drug was programmed to infuse from a bd 50 syringe (volume= 51.1323 ml) for a rate of 102.265 ml/h and vtbi of 51.1323 ml (infusion calculated to be for 30 minutes). The infusion completed as expected at 5:43 am. Two minutes later, the device's channel off key was pressed. The syringe modules next activity date was noted as (B)(6) 2021 with the same pcu; however no further infusions were performed. Test results: functional testing was performed with the received syringe module s/n (B)(4), lab pcu, and a lab bd 50 ml syringe. An infusion was programmed approximately based around the infusion parameters around the reported event date and time. The infusion completed with no anomalies observed. Additional testing performed using asm v9.8.1 barrel clamp accuracy, plunger force accuracy, and plunger position accuracy confirmed the source syringe modules functional accuracy was within specifications. Test methods: n/a. Device history review: a review of the pcu device history record showed the device had a manufacture date of 07/25/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the syringe module device history record showed the device had a manufacture date of 07/08/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.

Event description:
It was reported that there was an over infusion of furosemide 250 mg. The ordered rate of the furosemide was 2ml/hr. The infusion was setup using the guardrails system and a second rate check was performed. Approximately 10 minutes later, the machine started beeping and it was noticed that the syringe was empty. Although there was no harm to the patient reported, it was noted that there was increased monitoring and observation.